Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the device has never shocked where it needed to. No further complications were reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The patient stated that their device never worked since probably the day they put it in and it's a joke. There were no patient symptoms reported and no complications reported.